Manufacturer narrative:
This supplemental report is being submitted to report a correction to the previously submitted MDR. Correction: upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found that the image was full of static due to fluid in s-connector. After aeration, the s-connector was dry, and the image was fine. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that the device had an image issue. The image was compromised. There was no patient involvement. No additional information was provided.